Manufacturer narrative:
The data showed unstable electromagnetic fields (emf) values for sodium. The customer replaced the sodium electrode and performed an ise check, calibration and qc. This resolved the issue.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results from multiple patients tested on two different cobas 8000 cobas ise module (double) analyzers and compared to an abl blood gas analyzer. From the data from 48 patient samples, 34 were a reportable malfunction. This medwatch will cover the cobas 8000 ise module serial number (B)(4). For information on the cobas 8000 ise module, serial number (B)(4) refer to the medwatch with patient identifier (B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot used on serial number (B)(4) was either l4611 or l4627. The sodium electrode lot used on serial number (B)(4) was either l3039 or 3097. The field engineering specialist suspects that there was a small blockage in the system. He cleaned out the flow path.